Event description:
It was reported that this pacemaker had a bulging of the implantable device and possible erosion issue. Reportedly, the patient advocate noticed the implant site has a visible imprint of the pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.